Event description:
It was reported that during a da vinci si hysterectomy procedure, non-recoverable system error code 25580 occurred. The surgical staff attempted to resolve the issue by pressing the emergency power off button on the patient cart and then restarting the system, however, system error code 25580 recurred during startup. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 25580 was associated with a remote arm controller (rac). The rac consists of five printed circuit assembly boards which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25580 is reported when the da vinci si safety system determines a hardware voltage level is out of range, in this case on the rac. Upon determining this condition, the system records the fault and transitions to a safe state. The rac was returned for evaluation. Engineering was able to replicate the reported failure and determined that a remote drive module had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.